Event description:
It was reported that the pt presented with a fractured stem. It was reported that the stem appears to have fractured where it connected with the offset on the tibial side. It was reported that the pt will undergo a revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.